Manufacturer narrative:
Per the manufacturer's subsidiary, the roller pump was mounted as the master in a master/follower setup, and suddenly turned off towards the end of the procedure.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump turned off. As mitigation, a hand crank was used. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
Per clinical review: according to the information available at the time of the clinical review, the perfusion team at the user facility had an incident with the six inch roller pump in the arterial position of the heart lung machine (hlm) during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2021. The hlm and cpb circuit was set up and primed without issue for a procedure on february 2nd. A few minutes prior to the termination of cpb, the arterial roller pump stopped and was unable to generate forward flow. There was no power or communication to the roller pump, and the screen was not illuminated. The team attempted to engage the start/stop button and that did not re-activate the roller pump. During this time period the team did not recall any error or functional failure messages. To mitigate the effects, the team opted to hand crank the roller pump, filled up the patient and was able to terminate cpb safely. The time period of hand cranking to termination was approximately one minute. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to the failure.

Manufacturer narrative:
The reported complaint could not be verified. Multiple diligence attempts were made in order to retrieve information and part return but were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.